Manufacturer narrative:
Analysis of the lead found no significant anomaly. The electrode on the distal end of the lead was bent.

Manufacturer narrative:
Other applicable components are: product ID 3387, lot# 0211766333, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during implant the lead was found to be damaged. After the lead was implanted, impedances were checked and two electrodes were out of range. The lead was removed and inspected by the hcp. The very distal electrode of the lead appeared to be bent. The hcp had noticed the lead was bent when removing the lead from the packaging. No surgical intervention was taken or planned. The lead was replaced and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.